Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the delivery wire was broken and the proximal contact was kinked. In addition the main coil was found kinked which could have occurred while advancing the coil during the procedure. During function evaluation, the main coil could not be advanced through the introducer sheath. Information available indicated that the target was confirmed to be in good condition prior to use and no anomalies were observed to the packaging. Based on the information available and analysis of the device, it is probable that the damages to the delivery wire are related to handling of the device. Therefore, an assignable cause of handling was assigned to this investigation.

Event description:
Analysis of the returned device noted that the coil delivery wire was broken/ fractured. No consequences to the patient were reported.